Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was 160mg/dl. Reportedly, the customer was able to reload the same cartridge and continued to use the pump for insulin therapy.